Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury during cryoablation procedure. On the cine taken after ablation there appeared to be paradoxical movement of the right hemidiaphragm. A follow up chest x-ray on (B)(6) 2013 showed that the phrenic nerve injury was resolved.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. Bin files were reviewed and do not show any system notices for the date of event. Bin files show that at least 12 injections were performed with the catheter. There was no indication of product malfunction. This report will be recorded and trended.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.